Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that this device was depleting in an irregular manner. The voltage was dropping in an unpredictable manner consistent with internal shorting of the battery. There appeared to be sufficient capacity to support therapy for at least seven days. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.